Event description:
It was reported that the rn is a cardiac intensive care unit rn, helping in the nicu. The rn stated that he is receiving constant "he loss alarms." ((B)(4)). The rn decreased the volume to 35 cc, heart rate (hr) is 111 in a 1:1 assist. The rn also attempted to pull traction at the insertion site and hyperextend the insertion side groin with no change in alarm frequency. After the alarm occurred and the reset button was pushed, once pumping was commenced, the alarm occurred with about a minute. The rn confirmed that there was no blood in the tubing, all connections were secure and there was no ectopy. The clinical support specialist (css) relayed that this seems to be a ruptured iab, even without seeing blood in the gas line. The css recommended that the iab be removed. The rn verbalized understanding and will keep iab for return. The css gave the rn her direct cell number for use throughout the rest of his shift should other questions arise. The css did not receive another phone call. There was no reported pt death or injury. Add'l info received on (B)(6) 2011, stated that the iab was removed and another iab was inserted via the same insertion site. The pt outcome is fine.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be asr reportable. The returned device was evaluated and the reported event did not meet the criteria of a ruptured intra-aortic balloon. Device eval: returned was the fos iab, teflon sheath with sidearm, and 40 cc driveline tubing. A dried blue solution covered the exterior surface of the bifurcation and catheter guard. The bladder was unwrapped with blood on the exterior surface. The teflon sheath with sidearm was on the iab approx 25.5 cm from the iab distal tip covering the proximal end of the bladder. There was blood inside the sheath body and sidearm. The 40 cc driveline was returned loose and not connected to the iab. The one-way valve was tethered to the short driveline. The fos cable was cut 9 cm from the bifurcation. The remaining fos cable was returned with the fos connector and cal key connected. An elbow bend was noted in the central lumen approx 11.5 cm from the iab distal tip. Bends were also noted in the central lumen and catheter 23 cm and 69 cm from the iab distal tip. The one-way valve was tested with a pressure gauge and passed. A vacuum was pulled on the iab, was held, and passed. The iab was submerged in water and pressurized. A large leak was detected with bubbles exiting the bifurcate tie-down opening. No other leaks were observed. The bifurcate tie-down was disconnected from the bifurcation. After the bifurcate tie-down was moved, the catheter body was found to have been disconnected from the blue bushing of the bifurcation. The junction was examined under magnification. The catheter was intact, it was not torn. An adequate amount of adhesive was found. However, a tear in the adhesive ring bond was noted; evidence of glue was found on the catheter. The catheter body was re-inserted into the bushing of the bifurcation with manipulation for leak testing. When it was bottomed out inside the bushing the bladder lay flat. The iab was reconnected, submerged in water and pressurized. The bladder inflated completely and no leaks were detected in the iab catheter. A device history record review was conducted for the lot number/serial number in question with no relevant findings. The reported complaint of "helium loss alarm" is confirmed. A tear in the adhesive ring was found which allowed for the catheter body to become disconnected from the bifurcation. The potential of this issue is manufacturing related. A nonconformance was initiated to investigate this issue further.